Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have a cracked tooth and nerve pain on the left side of their lower jaw that they cannot stand anymore.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.